Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had high blood glucose levels of 300 mg/dl. The customer reported multiple no delivery alarms from the insulin pump while trying to bolus. The customer declined to troubleshoot the no delivery alarm. The customer reported scarred and hardened tissue or stretch marks in the infusion area which could probably be the reason for the no delivery alarms. The customer also reported difficulties with the infusion set adhering to the body of the customer. No additional information was provided.